Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient was at a store when he experienced seizures, the store workers called an ambulance and a patient´s friend who was with him, alerted the patient´s mother about the incident around 12:40 pm. The ambulance arrived around 1:00 pm and monitored the patient´s pulse rate, blood pressure and blood glucose level which was 4.2 mmol/l and cgm reading was 5.5 mmol/l. The paramedics did not administer any treatment at that time during the event as they advised to not give any medication because the patient was still seizing. 15 minutes later the patient was awake and the paramedics tested again his blood glucose level which was 3.5 mmol/l and the cgm reading was 7.5 mmol/l, therefore the paramedics treated the patient with a juice. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.